Event description:
The pt received occipital 2 scs leads (off-label) with the same lot number. It was reported the pt is consulting with a neurosurgeon regarding the explant of her scs leads as the leads are causing neck and head pain due to being wrapped around a bone in her neck.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.